Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an initial programming session on (B)(6) 2019 and they had an issue with the c0 pair where the patient wasn¿t getting therapy improvement. The caller didn¿t have impedances from that time. On (B)(6) the patient had another follow up and when impedances were tested electrode 0 had an impedance value of >40,000. The impedance value of electrode 11 was 998 ohms. The patient was getting good therapy and they programmed around the issue. In the or the impedances were normal. On (B)(6) they were c8 ¿ 1145, 9 ¿ 970, 10 ¿ 913, 11- 998. The caller said that a follow up on (B)(6) 2020 showed c0 still at >40,000 and c1 was 1184 ohms. On (B)(6) c0 showed 16,800 and c11 was not high, all the values from the impedance test were c8 ¿ 1097, 9 ¿ 998, 10 ¿ 858, 11 ¿ high. The caller said the patient had no falls or trauma. The patient was still getting good therapy and they were using electrode 10 for programming on the 8-11 side. The reason for the call was to review the possible cause of impedance changes over time. Additional information was received: it was reported that the cause of the out of range impedances was unknown. On (B)(6) 2020 positional impedance tests were done with the patient¿s head in the left, right, up, down positions to see if the impedances remained stable, and they did. There were no recent falls with the patient. The doctor reached out to the implanting neurosurgeon to discuss potential connection issues. There was no further information shared with the rep. Due to the patient receiving good therapy and ability to program around the impedances the doctor was not recommending surgical explorations, although the issues hadn¿t resolved.